Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a farawave pfa catheter a powdery white substance was seen on the device. During preparation they were unable to properly undeploy the catheter during test deployments. Separately they also saw a white powdery substance on the handle of the catheter. The catheter was replaced, and the procedure was completed with no patient complications. The catheter has been received for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected, and the foreign material was observed on the catheter's handle. Next, they functionally tested the catheter by successfully inserting a guidewire through the catheter and it was deployed and undeployed successfully with no abnormal resistance. Based on all the available information from the investigation investigators were unable to confirm the allegation that the catheter would not undeploy fully. However, they did confirm the allegation about foreign material being present on the catheter. With the cause being traced to a manufacturing deficiency as the substance was identified to be adhesive that had bloomed during the manufacturing process.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a farawave pfa catheter a powdery white substance was seen on the device. During preparation they were unable to properly undeploy the catheter during test deployments. Separately they also saw a white powdery substance on the handle of the catheter. The catheter was replaced, and the procedure was completed with no patient complications. The catheter has been received for analysis.